Manufacturer narrative:
The field service engineer replaced damaged tubing. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they calibrated and ran controls for ise tests on the cobas 6000 c (501) module; these were all ok. The analyzer was put into operation and then low results for ise indirect na for gen.2 were generated for an unspecified number of patient samples. The samples were repeated and the results were normal. Data was provided for 8 patient samples and of these, 6 had discrepant na results. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an na value of 113 mmol/l, repeating as 140 mmol/l. The second sample initially resulted with an na value of 124 mmol/l, repeating as 135 mmol/l. The third sample initially resulted with an na value of 115 mmol/l, repeating as 140 mmol/l. The fourth sample initially resulted with an na value of 191 mmol/l, repeating as 136 mmol/l. The fifth sample initially resulted with an na value of 151 mmol/l, repeating as 143 mmol/l. The sixth sample initially resulted with an na value of 328 mmol/l, repeating as 131 mmol/l. The na electrode lot number and expiration date were requested, but not provided.